Manufacturer narrative:
Follow up report to provide information not known at the time of the original report, such as investigation type, findings, and conclusion.

Event description:
Follow up report for cc2020-066-ir; MFR report#: 3005994106-2020-00066.

Event description:
Balloon ruptured as balloon was being removed. The balloon did not appear to have ruptured longitudinally. Unable to totally withdraw, with some of balloon remaining in fistulagram, the physician did a cut-down to remove. No patient injury and the incident was not reported.